Event description:
The customer reported that the system "will not hold fill" and returned the unit for co evaluation. During functional test, enough liquid oxygen leaked from the primary relief valve to potentially cause a serious injury should this malfunction recur. This malfunction duplicated the reported problem. Additionally, the leaking primary relief valve was an improper component for this device. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. This finding does not appear to be attributed to mfg processes, procedures, or specifications.